Manufacturer narrative:
This part is not approved for market in the us. However a like device with part# 8293420, 510k# k031967 is marketed in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l3-l5 due to stenosis. On an unknown date, post-op, the patient had radiculopathy at l5 and adjacent segment disease. Hence, on an unknown date, the surgeon performed extension of fusion (posterior lumbar interbody fusion) at l5-s1.